Event description:
It was reported that during testing, the device was found to be over-infusing. There was no patient involvement.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection a scratched lens. No evidence was available to review in the event history logs. Functional testing was performed and the reported issue was able to be replicated; the pump was found to be over-infusing. The exact root cause was unable to be determined; however, the most probably cause was the expulsor. The expulsor assembly was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.